Event description:
Medtronic received information from a journal article in the annals of thoracic surgery, that two years following the implant of this bioprosthetic valve the patient developed severe aortic regurgitation due to leaflet failure. Another manufacturer's transcatheter aortic valve was implanted (valve in valve), and following the procedure the patient was classified as (B)(4) functional class ii(heart failure). Additionally, the article described two other patients with bioprosthetic valves, the first patient at one year post implant and the second at two years post implant, who developed high gradient. Both patients underwent the same procedure as described above. Following implant both patients exhibited reduced gradient across the aortic valve, and were classified in (B)(4) functional class ii/iii and ii, respectively.

Manufacturer narrative:
These bioprosthetic valves remain implanted and will not be returned for analysis. Furthermore, the serial numbers were not made available, so device history review could not be performed. Based on the limited information available, no conclusion could be drawn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.